Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap on the coin slot. The device also had cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
It was reported that the battery cap of the insulin pump could not be removed and it seemed to be frayed. The blood glucose was 128 mg/dl. Nothing further was reported.